Manufacturer narrative:
Evaluation of the returned device indicated that the device was torn. The stent was torn on the proximal end between the suture holes. Scrape marks were noticed along the stent shaft near the break area. The suture was not present with the returned device. It is likely tools used during this procedure contributed to this event.

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. Although expected, the device at issue in this complaint has not yet been received for evaluation; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event.

Event description:
It was reported to boston scientific corporation that a contour ureteral stent was used in a ureteroscopy procedure on an unknown date. (Patient ID, age and weight are unknown) according to the complainant, upon removal, the stent was noticed to be split on the distal end. The stent was removed entirely from the patent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be 'fine.'

Event description:
It was reported to boston scientific corporation that a contour ureteral stent was used in a ureteroscopy procedure on an unknown date. (Patient ID, age and weight are unknown) according to the complainant, upon removal, the stent was noticed to be split on the distal end. The stent was removed entirely from the patent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."